Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via the manufacturer representative (rep) reported a lack of coverage with one lead. All contacts on 0-7 were above 10,000 ohms. The cause was unknown. Reprogramming was attempted. No interventions were taken and the issue was not resolved. Surgical intervention had not occurred, nor was it planned. The rep later reported on may 12, 2016 that the patient was considering the options. Indication for use included non-malignant pain, and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.